Event description:
It was reported that a minicap was discovered to be deformed inside of the package before use for peritoneal dialysis (pd) therapy. The minicap appeared to be compressed from the heat and stuck to the packaging. There was no patient injury, medical intervention or adverse event associated with this event.

Manufacturer narrative:
(B)(4). A batch review was performed with no issues noted during the manufacturing process. The requested sample was received and evaluated. Visual inspection confirmed the device to be damaged. Due to the condition of the sample, a functional test could not be performed. It was determined that the cause of the event was related to a manufacturing issue. A work order history was reviewed on the minicap assembly machine with no issues found. A CAPA was opened to address the issue. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was requested for further evaluation. A follow-up report will be submitted if additional information becomes available.